Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
It was reported that the procedure was performed to treat a 75% stenosed, mildly tortuous, and mildly calcified lesion in the proximal left anterior descending artery. A 2.5x08mm xience sierra stent delivery system (sds) failed to cross due to resistance with the anatomy. The sds was removed and resistance with the anatomy was felt. Once removed, it was noted that the stent struts were flared. The procedure was successfully completed with another unspecified xience sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.